Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, when removing the bronchoscope from the double lumen tube (37 fr shiley et tube), the bronchoscope became crimped on itself and then became stuck in the tube. When the bronchoscope was pulled out, the outer sheath was over the camera which led the md to take x-rays and perform another bronchoscopy to confirm that no pieces of the bronchoscope were left inside the patient. The customer confirmed that no pieces detached or fell inside the patient. There was no reported patient injury and they reported the patient was fine.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The reported glidescope bflex 3.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported damage by visual inspection. It was identified that the outer coating on the flexible tube of the bronchoscope was peeling off. It was also identified that the tube was kinked at the camera. Upon completion of the evaluation, the reported glidescope bflex 3.8 single-use bronchoscope was scrapped as it is a single-use device and there being no repairs available for this device. Trending analysis for glidescope bflex 3.8 single-use bronchoscopes did not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario is adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.